Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware updated from null to fail; hardware failure updated from null to optical communication; software updated from null to pass; instruments updated from null to pass; visually inspected parts prior to install updated from null to pass; general summary of failure(s) updated from null to camera replacement; is general failure resolved? Updated from null to yes; does the system perform as intended? Updated from null to no; were hardware parts replaced? Updated from null to yes; action/resolution updated from null to camera replaced, system functioning normally concomitant medical products: other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the returned psu powered up without the amber fault light on, but a check of the event log revealed a long history of intermittent failure dating back to (B)(6) 2017. The battery, sensor, and external voltages have been moving in and out of range. Otherwise, the psu passed an accuracy test (aak) at .25 mm with a passing threshold of .35 mm. The psu has not been previously returned for a failure. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep reported that the system stopped tracking the reference frame and the probe being used. The system was rebooted and the case was resumed as normal. The issue was unable to be replicated. There was a less than one hour delay in surgery and there was no impact on patient outcome.

Manufacturer narrative:
Updated patient weight to (B)(6) kg. If information is provided in the future, a supplemental report will be issued.